Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt came in on (B) (6) 2009, reporting that around 3 weeks ago, a door hit him on the head on the implant side and knocked his externals off. No noticeable swelling around the implant site was reported. Pt has not been hearing well since that time; however, has attributed this to ongoing magnet retention issues. He has a history of thick skin flap and wears an ssm. All externals were checked and found to be in normal working order. Testing showed 5 hi electrodes and 2 short circuits - coupling and integrity ok. Previous testing results indicated all electrodes ok.